Event description:
Additional information was received from the patient and it was reported that the patient was going to see their doctor in (B)(6) 2017 for the neurostimulator not working, return of symptoms, pain when using the programmer and sciatic nerve problems.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va16vjp, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's implantable neurostimulator (ins) was working great until about a month prior to the report. They had been turning it up because it was not functioning. At the time of the report, whenever they would turn it on and put the patient programmer (pp) on their body and used it, it was really painful until they took the pp away from their body. They were also having sciatic nerve problems and even changed the program and turned it down to see if that was causing it. They were wondering if the wires were causing the problem and was going to probably have an x-ray on the monday following the report. They also reported that they were back on oxybutin and they had fallen on a cement floor in october. They couldn't troubleshoot due to lack of access to the product and didn't have time to get help with the pp. This was noted to be a gradual change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.